Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "customer reports multiple false positives in drawer d rack c".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: customer reported false positive results on a bd bactec fx bottom instrument (p/n441386, s/n (B)(6) ) . No erroneous results was reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and found the vial storage racks were defective. The vial storage rack was replaced and the instrument was determined to be working within specification. This is a confirmed failure of a bd product. The root cause is a defective vial storage rack. Bd quality will continue to closely monitor for trends associated with this failure. Bd quality did not receive any returned materials for review. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for fb1311 was reviewed and revealed no previous complaint for false positives (2827814). Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " customer reports multiple false positives in drawer d rack c".